Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The physician tried to reposition the pacing catheter without resolve. The ablation was suspended using single stop first and then double stop technique. It was further indicated that the pnp did not fully recover at the time of discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.